Event description:
Health care professional reported that approximately 44 months post implant the pt developed severe central aortic regurgitation and suture line dehiscence. Tee suggested a large intramural hematoma, perhaps at the site of intraoperative cross-clamping - this was confirmed by cat scan. The valve was replaced and returned for analysis.